Event description:
It was reported that the patient experienced recurrent low glucose after meals while using the ilet pump, with the caregiver concerned the pump was delivering too much insulin; review of user reports showed primarily usual meal announcements, often entered when glucose was already elevated and sometimes entered twice, indicating a use-of-device problem with no specific component identified. Symptoms included hypoglycemia and sleepiness/drowsiness/somnolence. Outcomes included classification as a serious injury or illness and an unexpected medical intervention requiring medication, including glucagon. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed no device problem found and that the issue was related to device use, with the appropriate component term not available. It was concluded, based on previously established findings for similar reports, that the cause was traced to user. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.